Event description:
Description: quick release axle. Dealer claims the bearings fell out of the axle and the rest of the parts fell out. The end user was being pushed in his chair when the wheel came off. They noticed that the axle was broken when they tried to put the wheel back on.